Event description:
It was reported by the customer's spouse that the customer received a button error alarm. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched display window, cracked case display window corner, cracked reservoir tube and lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.